Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that rust like particles from the o-ring inter block area were found when cleaned with a swab. The issue was discovered during clinical engineering's preventative maintenance month. The device had, prior to being checked for preventative maintenance, been used on patients. From our knowledge, no one was injured or harmed by the device malfunction.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device received with a water tank that had dents on the top, heat shrink missing from line cord, non-OEM clamp on pump hose, front cover, and enclosure with small chips out of the paint, corroded quick connect, pole clamp discolored, interlock block leaked, liquid crystal display (lcd) missing segments. Per functional testing, after passing electrical testing the device was opened and the heater removed. A cotton swab was inserted in heater tubes and found them to have rust proliferation. No rust was found inside the pump tubes. The complaint was confirmed. The most probable root cause was a non-approved solution was used in the circulation cycle. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced heater, printed circuit board (pcb), quick connect, water tank cover, pole clamp, interlock block, performed preventative maintenance (pm), changed o-rings and reservoir gasket. Calibrated device. The device passed all functional and delivery tests.